Manufacturer narrative:
Info references the main component of the system. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 04-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that during a lead revision surgery due to the patient having open circuits on their left system, they found that the left extension was cut or frayed, which was the root cause of the open circuits. The rep reported that the left system was not providing benefit to the patient. The rep reported that an impedance test was conducted and contacts 2 & 3 showed high monopolar impedances of 4767 ohms and 3062 ohms. The rep reported that all bipolar impedances involving 2 & 3 were high as well. The rep reported that after opening the chest pocket, the healthcare provider (hcp) detected that the left extension was fractured. The rep reported that the hcp opted to replace the extension and after it was connected, impedances showed normal for the left system. The rep reported that the hcp had no explanation for why the left extension was damaged. The rep reported that the extension replacement resolved the issue. No further patient complications have been reported asa result of this event.